Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an implant procedure, the left ventricular lead dislodged multiple times. The lead was not used and another was attempted, however it had high and unstable threshold. Another lead was implanted. No patient complications have been reported as a result of this event.